Event description:
Post procedure, it was reported that the physician mentioned that there was a small dissection of the vessel; however, the physician did not mention that it was caused by the avigo guidewire.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.(B)(4).